Event description:
Drill bit broke off in patient's ankle during surgery. Left in the bone. Dr believes it was a defective drill bit. I spoke with the doctor regarding the case. His belief that the drill bit was defective is based on: that it was only used once or twice and that he was not drilling into hard bone or anything that would stress the drill bit and cause it to break. The drill bit broke at the point where the drill threads end and the smooth shaft begins. The drill broke when drilling the medial malleolus for screw placement. The doctor in his operative report stated that "we left the tip in place given that it would have been more detrimental to the patient to try and retrieve the drill bit". I will be following up with synthes sales rep. Email sent to: synthes sales rep: the dr was using a long 2.5 drill bit during an open reduction internal fixation of a right ankle during placement of a medial malleolus screw and the drill broke. Dr. Was concerned and felt that the drill bit was probably defective because he had just begun using it, was not drilling in particularly hard bone and because of where it broke (at the flutes/shaft junction). The catalog number on that drill is 310.23. Please notify synthes of this event. The drill tip was not retrieved from the patient because it was thought that it would do more harm than good and the drill shaft was not kept by our staff. Manufacturer response for synthes drill bit-long 2.5, (brand not provided) (per site reporter): no response as of this date.